Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump was received with operating currents within spec. Insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, insulin pump was monitored and functioned properly. Insulin pump was received with broken belt clip rails, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarmed low battery. Customer's blood glucose was unknown at the time of incident. It was reported that the insulin pump alerted low battery less than one week. The insulin pump was returned for analysis.